Manufacturer narrative:
As reported, capsure fixation device failed to fixate the mesh and device jammed. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in nov 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during ventral hernia procedure, when surgeon tried to fixate the mesh using capsure device, the fastener fixating the mesh, fell out multiple times from the attachment sites. It was also reported that one fastener was fixated properly and remaining 2nd and 3rd fastener was loose and fell out. Another device was used to complete the case. There was no reported patient injury.

Manufacturer narrative:
As reported, capsure fixation device failed to fixate the mesh and device jammed. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in nov 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿. Addendum: h11: this supplemental MDR is submitted to correct the imdrf annex c code. Updated fields: b4, g3, g6, h2, h10, h11 corrected field: h6 (imdrf annex c) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during ventral hernia procedure, when surgeon tried to fixate the mesh using capsure device, the fastener fixating the mesh, fell out multiple times from the attachment sites. It was also reported that one fastener was fixated properly and remaining 2nd and 3rd fastener was loose and fell out. Another device was used to complete the case. There was no reported patient injury.